Manufacturer narrative:
At the on site visit the field service engineer (fse) removed the label on the internal energy sensor. An internal investigation was opened to address the reported issue. The root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on a sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. This device was identified to be affected by this error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria.

Event description:
A facility representative reported system message displayed indicating internal energy too high during laser ablation. Reporter indicated the laser was restarted and procedure was completed.